Event description:
Received an electronic report of a patient event that occurred in a dialysis facility described as "approximately at 0935 technician was talking with patient. Patient's eyes then rolled up into head and patient drooled. CPR was immediately administered followed by use of defibrillator. Then, "911" was called and patient transported to hospital". The reporter of event was contacted in 01/2005 for additional information when it was learned that this event resulted in a patient death. The rn reported that this patient was critically ill. The patient was transported to the hospital, where she was pronounced dead. Requests were made for the treatment sheets and the autopsy report, but as of today have not been submitted. The reporting rn stated that the results of the autopsy report have concluded that this patient died from natural causes. There is no sample available. Toxicology labs were obtained, but results were not known and as of today have not been submitted.